Event description:
The customer reported to baxter (B)(4) of a interlink continu-flo administration set in which the set is leaking at the luer connection where the catheter would be. The set is being interfaced with a carefusion connector. The reported condition occurred during infusion of sodium chloride bicarbonate. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). No deviations were found in the batch review for lots sr11l19094 & sr11l20076.

Manufacturer narrative:
(B)(4). The customer reported to baxter (B)(4) of a interlink continu-flo administration set in which the set is leaking at the luer connection where the catheter would be. The set is being interfaced with a carefusion connector. The reported condition occurred during infusion of sodium chloride bicarbonate. The leak was noted within 1 hour of starting the infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined.